Event description:
The manufacturer received information alleging a ventilator's lcd screen was observed black and unable to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue.